Event description:
One endeavor spring rx drug-eluting stent was implanted at the mid lad and one endeavor sprint rx drug-eluting stent was implanted, separately, at the right posterior descending artery (MFR report #2953200-2009-01363). Pt was asymptomatic/free of symptoms at 30 day follow up. A spontaneous gi bleed is reported to have occurred approximately 7 weeks following index procedure. Investigator has indicated that event was not related to the study stent. Pt was asymptomatic/free of symptoms at 6 month follow up and at one year follow up.

Manufacturer narrative:
Evaluation code, results: gi bleed.